Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient did not have effective therapy from the system. Surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted.

Manufacturer narrative:
Correction: d6b - date of explant was corrected from (B)(6) 2023 to (B)(6) 2024.

Event description:
It was reported surgical intervention was taken place on (B)(6) 2024 wherein the system was explanted due to ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.